Event description:
Customer reported experiencing multiple cartridge alarms over two days, with blood glucose levels displayed as "high," although specific values were unknown. Despite the elevated levels, there was no adverse impact reported on the customer's blood glucose level. Customer managed the situation by administering a corrective injection via multiple daily injections (mdi) without needing third-party assistance. Customer received guidance to return the problematic pump to tandem and was advised on steps for using the replacement pump, which was sent by customer technical support (cts) under warranty.